Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the fault in the main integrated circuit has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries ((B)(6)) were returned for evaluation. One (1) controller ( (B)(6) ) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to multiple safety flags enabled. This is an abnormal arrangement of the enabled flags, indicating a fault in the main integrated circuit (ic) that controls the battery. An attempt to reset the main ic was able to reestablish the battery's functionality. Functional testing of (B)(6) revealed the battery was unable to charge or provide power due to an enabled over-temperature discharge (otd) flag. Functional testing also revealed that the main integrated circuit (ic) was reading an abnormal temperature value. Internal inspection did not reveal any anomalies. Supplemental testing revealed a fault in the main integrated circuit, likely resulting in the abnormal temperature value. Log file analysis revealed a controller power up event on (B)(6) 2021 at 09:33:47. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 34% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 14 seconds. No anomalies were observed prior to the loss of power. As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported battery no power, not charging, not recognized by controller event and observed the incorrect temperature observation can be attributed to faults of the integrated circuits that controls the batteries. CAPA pr00519785 is investigating this battery issue. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 20-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d4: serial or lot#: (B)(6) d9: yes, return date: 20-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected loss of power. It was also reported that two batteries were not recognized by the controller when connected, would not charge, and would not provide power. The controller remains in use and the batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2022 / serial #: (B)(4) UDI #: (B)(4), device availabel for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 18-mar-2021 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 22-jan-2021 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.